Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the door was failed. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door had failed. A field service engineer reseated all the connections, and the drawers failed. The communication sled and drawer voltage were checked. Testing was performed in a hardware test application, and the customer successfully tested and recovered the drawers. The system functioned as intended after the field service engineer repaired the device.